Manufacturer narrative:
The insulin pump passed functional testing the rewind, basic occlusion, occlusion, and prime, excessive no delivery alarm and displacement test. Unit was downloaded to care link and review history file with bolus and daily total. History matched properly no bolus or basal anomaly noted.

Event description:
Customer's father reported that she customer was hospitalized due to low blood glucose. Customer blood glucose reading at the time of hospitalization was 60 mg/dl. Customer's father stated that the customer had seizures due to low blood glucose and he called the paramedics prior to hospitalization. Nothing further was reported.